Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in the system log, the ¿23007¿ error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where ¿friction very slow¿ was found to be failing on the ¿0x2¿ axis. The complaint regarding arm 3 not moving at all in a single axis was confirmed by failure analysis. The probable root cause of the reported issue can be attributed to a fault within the pitch harmonic drive and motor module on the affected usm causing friction on the pitch axis.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting - post anesthesia a da vinci-assisted surgical partial nephrectomy procedure, the customer called at start of surgery post anesthesia to report that arm 3 was not moving at all in a single axis. System was not giving an error message. Nurse confirmed that she had done a hard power reset with emergency power off (epo) already. Actual surgery can be done with 3 arms. Technical support engineer (tse) guided nurse to reboot with clutch button pressed and to disable arm 3 to continue the procedure. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during system startup, no error message was displayed. The issue was only identified while the arm was being draped under sterile conditions. At that point, the patient was already under anesthesia, and the procedure had to be completed using only three arms.